Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low and high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated with a shot and bolus via pump. Customer also experienced low blood glucose of 27 mg/dl. Customer believes that was why she was so low as a result of over treating. Customer declined the troubleshooting as this time and advised to monitor the issue.